Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein extensions were implanted in order to relocate the ipg to a more comfortable location. No device malfunction was suspected. The patient was reportedly doing well postoperatively.